Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the customer had issues with air bubbles. The customer stated they had four reservoirs that they could never get the air bubbles out. The sizes of air bubble are unknown but they were large. The customer's blood glucose was unknown. Unable to perform troubleshooting due to this being a past event.